Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. The insulin pump was received with blank display anomaly due to severely cracked case at battery tube side causing the battery tube to shift out of position. Unable to performed displacement, rewind, seating and basic occlusion due to blank display. The insulin pump was received with cracked retainer, cracked battery tube threads, minor scratched display window and scratched case.

Event description:
It was reported via phone call that the insulin pump had a cracked case. No further details were provided. The insulin pump was returned for analysis.